Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. After changing the cartridge in an attempt to troubleshoot this issue, a minimum fill notification occurred. Reportedly, customer had filled the cartridge with 200 units of insulin. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 135 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the altitude alarm was verified; however, the minimum fill notification could not be verified.